Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 245 mg/dl while using the ilet with a cd infusion set; data were synced, the device was confirmed to be delivering insulin, and the ilet trend arrows were horizontal, with the agent advising that levels were stabilizing and expected to decline. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included review of uploaded device data and confirmation of ongoing insulin delivery. Investigation of this case revealed no device malfunction detected and no component failure identified, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.